Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported on behalf of her daughter that upon inserting multiple tampons, the applicator petals opened and caused pain. She did not seek medical attention and did not experience any adverse health effects.